Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0989b, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had been having issues with their device and frequent urges; no urine or very little urine was coming out which started 2 to 3 weeks ago. Whenever stimulation was adjusted, the patient would feel a little tingle then it would go away. The onset of the symptoms was gradual and the patient noticed they were getting up more frequently at night. Stimulation was increased but the patient was still not feeling any stimulation. The patient was going to leave stimulation at 4.0v and would see if their symptoms improved. The patient had not been keeping a voiding diary and they had not been instructed on when it would be appropriate to change programs. Additional information received from the healthcare provider on (B)(6) 2014 reported that there was a 50 percent or greater symptom reduction. The cause of the event was not determined, but it was not device related. Reprogramming was not needed and no troubleshooting, interventions, or other actions were necessary to resolve the event. The patient recovered without permanent impairment. The health care provider (hcp) spoke with the patient today and they were very pleased with the device. Their primary concern was nighttime frequency which had completely resolved. The patient had required no changes in their settings. The patient was indicated for gastrointestinal/pelvic floor and urinary dysfunction.